Event description:
In 2006 pt had a foramenotomy, hemilaminectomy with decompression of the l5 root. Site was cleaned with duraprep. During the closure the surgeon used interupted 0-vicryl on the dorsal lumbar fascia, 3-0-vicryl on the subcutaneous tissue and dermis, then a 4-0 monocryl in the subcutaneous fascia and finally the skin edges were closed with dermabond topical skin adhesive. Pt was discharged and returned twelve days later complaining of back pain. It was determined that the pt had developed an epidural abscess. The area was drained and debrided the next day. The collected fluid was cultured and came back positive for staph hominis. Pt was placed on IV vancomycin 1 gram bid. Pt has recovered and is well at this time. Surgeon told reporter that some dermabond had to be picked out of the surgical site. Reporter states that surgeon only applies product to the outside of the incision site and not inside. No further info was known about what the material that was removed from the site looked like.

Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of spec. The product is provided sterile. Studies have shown that following application of demabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection is a post-operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application.